Event description:
Patient was having procedure for repositioning of an atrial lead. Original lead was successfully explanted, but the surgeon had difficulty placing new lead. The second attempt with another lead was successful.